Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During the procedure, the physician experienced difficulty removing the top cap from the tffb. He stated that it felt a lot stiffer than normal. The rest of the deployment was without incident.